Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user scanned a freestyle libre 3+ sensor with the libre app before attempting to pair it with the ilet bionic pancreas app, after which the sensor could not be used with the ilet and required replacement and setup through the ilet app. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no alerts or alarms. User support included education and troubleshooting regarding correct sensor pairing workflow. Investigation of this case revealed that the sensor was already in use by another device, which prevented pairing with the ilet, consistent with expected device behavior for sensor ownership and compatibility. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and use error.